Event description:
It was reported that during a surgical procedure at the user facility that the device would continue to run until the battery was removed. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.